Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window and reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the device was exposed to rain water. The customer's blood glucose was 98 mg/dl. The discontinuation of the device was advised. Nothing further was reported.